Event description:
Pump programmed for 46-hours of home infusion. Pump connected to patient and patient went home. Patient returned in 46-hours as expected and pump indicated the total infusion was given. When the pump was removed from the patient, it was noted that the bag was still full. Upon measuring the contents it was determined that the patient only received 25% of the expected dose.